Event description:
It was reported that the cs300 intra aortic balloon pump had displayed an error message maintenance required code 7. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, e1(initial reporter, event site email), e2, e3, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that during routine check the cs300 intra aortic balloon pump (iabp) had maintenance required # 7 (power supply fan failure). The customer reported cs300 maintenance required code #7. There was no patient involvement or adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse cleaned power supply and reconnected all connections. Unit checked for more than 5 hrs after all test. Unit handover to customer in working well condition.

Event description:
It was reported during routine check, that the cs300 intra aortic balloon pump had displayed an error message maintenance required code 7. There was no patient involved.